Event description:
The hospital reported that during a coronary artery bypass procedure, - hst iii system (3.8mm) safety lock on the aortic cutter was released according to the procedure, and the cutter was pressed against the aorta and the activation button was pressed, but it did not move at all. When the cutter was pressed even harder, it still did not move, so the cutter was removed from the aorta to check, and it did move. The activation button was not pressed at that time. Since the aortic cutter was unavailable, a new hsk-3038 was used. There was no effect on the patient. There was no delay in the procedure. There was no problem with the patient, but because it was an infection, the product could not be recalled and was disposed of within the hospital.

Manufacturer narrative:
(B)(4). E1 event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The lot # 3000477574 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.